Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge with 150 units of insulin, using 20 units to fill the tubing, leaving 100 units of usable insulin in the cartridge. The customer wore the pump in a case, and support advised removing it from the case. However, the customer was unable to remove the case and planned to seek assistance at her care facility, intending to call back when ready to continue troubleshooting. There was no further information on the outcome.